Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via radial artery. The target lesion was located in the left anterior descending artery. A 4.00 x 20mm synergy ii drug-eluting stent was implanted for treatment. However, during removal of the device, it was noted that the balloon separated at the connection where the wire exits the rapid exchange system and was dislodged inside the patient. A snare was utilized to completely remove the device fragment and the procedure was completed successfully. No patient complications were reported and the patient was fine.